Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that coronary heart disease occurred. In (B)(6) 2014, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the mid right coronary artery (rca) extending up to r-pav with 80% stenosis and was 70 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 38 mm promus element¿ plus drug-eluting stent. Following intervention, the residual stenosis was 0%. An additional 2.5 x 33 mm non-bsc stent was implanted to treat the target lesion. Four days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient presented with coronary heart disease and was hospitalized on the same day. The patient underwent surgery as non-target vessel revascularization (non-tvr) for the management of the event. After fifteen days, the event was considered to be recovered/resolved and the patient was discharged on the same day.